Manufacturer narrative:
An investigation of the reported condition was performed. One digital image was received for evaluation. The reported condition by the customer was confirmed. The received product(s) or supporting materials does not meet specifications. A device history record (DHR) review could not be performed because a lot number could not be provided by the customer. The component skin marker is produced by an external supplier and the assembly process consists of a pick and place operation. There is no additional inspection on the line to detect the condition reported. The root cause was determined by the manufacturer which includes different factors that could cause a marker to leak. Vent hole clogged; ink charge (excess); point missing insertion. Preventive actions include, but are not limited to: visually inspect samples for flash barrel based on a 500 piece sampling size. Inspect ink chart and validate the equipment. A new sensor was installed to detect missing insertion, which has been validated and its working as intended. A production notification was sent to all personnel to ensure that they are aware on the condition reported by the customer. Supplier corrective action response was received for the skin marker which includes upgrade our current inspection plan for barrel and include vent opening or molding issues. Send alerts to barrel supplier to avoid sending material with this condition, upgrade inspection plan to contemplate this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 6/20/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states the markers are exploding in the pack.